Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-sep-2025, it was reported that a beta bionics ilet user experienced fluctuating glucose levels, including a high blood glucose value of 285 mg/dl and a low of 65 mg/dl. The user treated the low with glucose tablets and glucagon, and glucose levels returned to range. No outside medical intervention was required.